Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI is unknown, no product information has been provided to date.

Event description:
It was reported that the over temp error solution is not working. No patient injury was reported. Additional information was requested; however, no further information was received.

Event description:
Additional info received via email 22-aug-2022. Event occurred during preventive maintenance. No patient involvement.

Manufacturer narrative:
Other text: additional event information received indicating no patient involvement (updated b5).

Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.